Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the infusion set pulls out too easy and can easily pull off small area to hold into the body on (B)(6) 2026. No further information available.